Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to the lead threshold getting higher than the implant date numbers. A new lead with the same model was implanted. No additional adverse patient effects were reported.